Event description:
It was reported that during PICC insertion, the pt suddenly developed shortness of breath, chest tightness and nausea. Also, the pt was noted to be red in the face and very flush. Pt received oxygen and symptoms subsided within 15 minutes.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of reve0335 showed no other similar product complaint(s) from this lot number.